Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-11-03. Investigation summary: four open 31g x 8mm pen needle samples were returned from lot. No. 0280153, cat. No. 320524. Visual examination was carried out on the returned samples and a bent non patient end of cannula was observed. Due to the condition the samples were returned no clog test could not be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As the samples returned were open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h10.

Event description:
It was reported that 1 bd pn 31g 8mm was unable to deliver insulin or medication. The following information was provided by the initial reporter : needles are not permeable.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for lot 0280153. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. H3 other text : see h10.

Event description:
It was reported that 1 bd pn 31g 8mm was unable to deliver insulin or medication. The following information was provided by the initial reporter : needles are not permeable.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Initial reporter phone# : (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd pn 31g 8mm was unable to deliver insulin or medication. The following information was provided by the initial reporter : needles are not permeable.